Manufacturer narrative:
The product was not returned for eval. We are unable to confirm the bent cannula or to determine if it could have contributed to the hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer's father reported his son's blood glucose, carbohydrate intake and insulin history is as follows: at 2:23 pm, the pod was deactivated and he notice the cannula was bent. During the call his son's bg was reading 550 mg/dl so he gave a manual injection of 2.0 of insulin and the bg level came down.